Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman disposable perforator (ID 261221) was returned for evaluation. Device history record (DHR) ¿ the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis - the returned unit was soiled and fully assembled. Spring and drill testing were completed successfully a proud weld was identified on the sleeve and the sleeve was replaced prior to functional testing. . The complaint report could not be confirmed. Root cause analysis - a potential cause of the reported failure may be related to angle positioning and/or pressure application during use. A proud weld was identified on the sleeve and the sleeve was replaced prior to functional testing. This was not identified as a potential cause of disengagement failure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a disposable perforator (ID 261221) did not stop automatically when it meets no resistance. No patient injury was reported, and the event did not led to surgical delay. The procedure was completed with a replacement product available. The drill used was electric nsk primado2. The perforator clicked in place in the drill, and the recommended spring tests were being performed between each burr hole. A perpendicular approach was maintained through the drill process. There was a constant downward pressure.